Event description:
It was reported that during a hartman procedure, no staples were deployed. Outcome was a fecal leak into the bowel. Another device was opened. No patient consequence reported.

Manufacturer narrative:
The batch record was reviewed and no anomalies were noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.